Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The returned set of the electrodes was received opened in its original packaging with the styrene liner separated in two. The back pad was found adhered onto the coated side of the liner with the shorting wire still intact, however, the front pad was found stuck on the non-coated side of the liner, disconnected from the shorting wire, and positioned in such a way that suggests the pad was replaced. Evaluation of the retains did not reveal any irregularities that would explain the reported event. The retained electrodes were assembled according to specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in ICU, the electrode pads were unable to be removed from the packaging causing unnecessary delay in patient care. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.